Event description:
On (B)(6) 2011 the pt was implanted with gore excluder aaa endoprosthesis featuring c3 gore excluder aaa endoprosthesis. On (B)(6) 2011, CT showed that the gore excluder aaa endoprosthesis trunk-ipsilateral leg component had kinked, twisted, or sustained a wire fracture. No endoleaks are reported. The aneurysm remains excluded. On (B)(6) 2011, the physician performed an intervention where an add'l balloon expandable stent was placed for add'l support. Ivus was used to confirm that the flow lumen was restored to normal diameter. The pt tolerated the procedure.

Manufacturer narrative:
(B)(4).